Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that a lead was found to be bent during pre-surgical preparation. The lead was opened and a surgical scrub noticed that the lead was bent during package inventory. The patient was on the table undergoing surgical preparation. The lead kit was removed from the sterile field and replaced with a back-up kit. The surgery had not started at the time of the finding. It was noted that the package was intact with no damage when opened. The lead was opened and found to be bent in the package. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the manufacturer representative did not have the tracking number for the lead. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-19. The rep stated that the lead was returned for analysis in july. No further complications were reported/are anticipated.